Event description:
A defective plate was inserted and removed from patient left hip. The defective plate item number is 02.108.311. The plate was reserved and sent to spd for sterilization. Procedure was: hip osteotomy. Implant defective. The staff relayed to me that the threads on the plate seemed to be defective as it would not accept a screw. The plate was inserted and removed. Another plate (same type) was used to fixate the hip osteotomy site by the surgeon. The patient's surgery was successful. 110 degree - 3 hole plate.